Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: b3400060m, serial# (B)(6), product type: extension. Additional review indicates this information was already reported in manufacturer¿s report #3004209178-2025-03535. Any additional information regarding the event will be submitted as a supplemental submission to that report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the patient had revision procedure done on (B)(6) the impedance issue was isolated to one of the extensions. The surgeon noticed that the lead/extension connection location behind the patient's ear had migrated down from where this was placed during the initial implant, so the rep was not sure whether this placed any strain on the extension or whether it was unrelated.

Event description:
It was reported that a patient with a deep brain stimulation system experienced impedance issues affecting electrodes over time. Initially, all impedances were normal post-operatively following the implant procedure. By (B)(6) 2024, impedances were slightly out of range on bipolar electrodes 1a/1b/1c and 9a/9b/9c. In (B)(6) 2024, both monopolar and bipolar impedances were out of range on electrodes 2a/2b/2c and 9a, with 9a showing high impedance during auto increase tests. By (B)(6) 2025, high impedances were noted on electrodes 2a/2b/2c, 9a, and 10c. Open circuits developed over time, involving multiple contacts, and slight changes in impedance values on contact 2c were observed when the patient moved their head. The patient reported no falls or activities likely to cause strain to the system, and palpation behind the ear and around the connection point between the implantable pulse generator (ipg) and extensions showed no obvious migration. Revision surgery was planned to identify the cause of the impedance issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.